Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's hinge on top came out of the socket. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no report of tissue entrapment, and no other abnormalities were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis replicated and confirmed the issue " hinge on top came out of socket". The force bipolar instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.360¿ offset at the tips. The grips do not show cracking damage. The components adjacent to the bent grip did not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.